Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the pump's black box showed no evidence of a power event. There was evidence of moisture contamination behind the display lens. Due to the moisture contamination, the pump powered on with the returned battery cap to a multi colored display image.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.